Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. Change the catheter". No patient injury or consequence reported. The patient's current condition is reported as "unknown".